Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing palpitations. It was noted that there was no evidence of lead dysfunction. The atrial lead was explanted and replaced. The patient's condition was good post procedure.